Manufacturer narrative:
Pump received with blank display with missing segments due to cracked lcd glass. Unable to perform the displacement test, active current test, sleep current test and self test due to display anomaly. P-cap/reservoir locked properly in place. Pump received with scratched case. Pump received with pillowing and cracked keypad overlay at select button. Pump received with serial number label damaged/faded. (B)(4).

Event description:
Information received by medtronic indicated that the dent and blech broken screen on the middle. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.